Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
The customer reported a false positive rsv result while using the alinity m resp-4-plex assay. Technical application specialist (tas) downloaded log files. Sample ID (sid) (B)(6) was processed on (B)(6), result was positive for rsv with a cycle threshold (CT) value of 36.77 and positive for flua with a CT value of 21.10. Curve analysis showed a late amplification for rsv and normal amplification for the internal control. A valid qc was available. The sample was retested on another platform (genexpert) and the result was negative for rsv. The customer repeated the same sample on (B)(6) on the alinity m system and the result was negative for rsv (but still positive for flua, CT value 20.78). There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The assay met specification requirements as no error codes or flags were displayed for the run controls for the assays that include the questioned sample ID (sid), indicating the alinity m resp-4-plex reagents are performing as intended. Sid (B)(6) exhibited low amplification in comparison to a completed positive control, indicating a weak positive signal. The CT value of 36.77 was before the assay cutoff of 42.0 for the rsv analyte, resulting in a positive interpretation. The curve signal pattern appeared as expected for a low positive sample. Upon retest, the sid (B)(6) did not exhibit any amplification signal and was interpreted as negative. Review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 420983 are performing as expected. Retain/file sample review: file sample testing was performed. The testing for lot 420983 met all validity criteria and acceptance criteria for all four analytes. The disposition was pass. Quality data review batch record review: manufacturing quality assurance (mqa) and quality control (qc) reviewed the batch record of alinity m resp-4-plex amp kit (list 09n79-090) lot 420983 using the revisions in effect at the time of review. Batch record review was performed and received a disposition of "a" (approved). CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lots. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 420983. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 420983 was not identified.